Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd¿ sharps collector was missing its lid. The following information was provided by the initial reporter: "we ordered 6 each, and this one came in a box by itself without a cover."

Event description:
It was reported bd¿ sharps collector was missing its lid. The following information was provided by the initial reporter: "we ordered 6 each, and this one came in a box by itself without a cover."

Manufacturer narrative:
Photo representation was provided for the complaint of missing lids. According to the DHR review process, the result showed there were no issues reported as missing lids during the manufacturing process for the lot number reported (2022940) under this complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids for the same part number throughout the last twelve months. Investigation: according with this investigation and the picture received, it can be seen that there are missing lids from the package and confirmed that the lot number reported (2022940) was manufactured by flex on (B)(6) 2022. Furthermore, the standard package corresponds to 5 products per box and in the report, customer describes that upon product arrival, product came in a box by itself without a cover. For this reason, it can be concluded that there are many variables that could generate this failure mode due to unknown handling and transportation, if the material is stored or if there are partial sales. Additional information is needed about the handling and storage within distributor facility to rule out that this issue was generated by distributors, because the distributors can do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect quantity could happen. As part of this investigation, a review of customer complaint records was performed; according with the cc¿s records, eight additional complaints were received through the last twelve months for the same part number and issue. In the previous complaints it was concluded that the product was incorrect handle by the distributor, due to there is controls to prevent this failure mode within the manufacturing process. On basis of picture sample being received, an investigation performed and potential root cause will be: non-controlled method to ship partial boxes to end user (re-packaging process). Non-controlled handling (within distributor facilities or during customs revision).